Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed cholesteatoma 20 years post-implantation. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of this date of report.